Event description:
The dental implant fx3810mlc was removed on (B)(6) 2017 due to loss of osseointegration 6 years and 10 months after implantation. The doctor noted peri-implantitis during the surgery. The patient has medical history of hypertension and diabetes. The patient has recovered without complications.